Event description:
A pump malfunction alarm was reported during the loading process. There was no adverse impact to the customer's blood glucose level. Although the customer followed the correct procedure, they were unable to resume insulin therapy due to a recurring cartridge alarm. The customer reverted to alternate method of insulin therapy. Consequently, technical support arranged for a replacement pump.